Event description:
The needle failed to completely retract after the catheter was inserted, resulting in a needlestick injury to the nurse.

Manufacturer narrative:
The sample is available for evaluation. Additional information regarding this incident has been requested. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).